Event description:
It was reported that 30 degree scope snapped during hip scope procedure. They used a replacement scope for the remainder of the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.